Event description:
The customer reported that the front bezel was not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the front bezel was not working. There was no pt involvement. On (B)(6) 2011 the philips field service engineer clarified the symptom as the switches were not working on the front bezel. The bezel assembly was replaced to resolve the issue.